Event description:
It was reported that the herculink plus was being deployed in the left renal. Upon inflation, when the stent delivery system (sds) reached 4 atm, the stent migrated proximally on the sds. With the sds still inflated at 4 atm the stent was pulled back into the iliac and was deployed. Another stent was used to treat the left renal. Reportedly, the pt was fine.